Event description:
Information received by medtronic indicated that the customer experienced low blood glucose. The customer¿s blood glucose at the time of the event was unknown. The current blood glucose value of the customer at the time of the call was 188 mg/dl. The customer also had pump error 43 (an error in the motor was detected by reading unexpected value from hall sensor) and pump error 41 (motor power supply voltage error detected. This is measured before each single pump stroke, and then continually measured periodically during the entire motor driving period). The customer alleged that insulin pump was over delivering the insulin. The customer did not experience any symptoms of low blood glucose value. The customer was treated with IV drip (intravenous infusion), glucagon and food/glucose/carb intake for low blood glucose. The customer also visited the emergency room of the hospital. The auto mode was activated at the time of the event. The customer had been using the insulin pump within 48 hours of the event. No further patient complications were reported. Troubleshooting was performed; however, the customer will discontinue the use of the device. The product will be returned for analysis.

Manufacturer narrative:
(B)(4). The test p-cap locks properly in place in the reservoir compartment noted. Pump received with scratched case during the visual inspection. Thump and carelink software was utilized and downloaded trace/history files properly. In further full review of the pump history on the event date of 24-mar-2023, found multiple bolus deliveries that the customer manually programmed and the daily total of bolus insulin delivered are 7.2u. Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08700 inches. No pump error 43 or 41 alarm during testing. However, found in the pump history pump error 43 alarm on 03/24/2023 at 13:16:43.000 and pump error 41 alarm on 03/24/2023 at 13:16:43.000. Pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The force sensor offset measured within spec range during testing (23.7 mv). In summary, pump passed all required testing. Unable to verify customer complaint for low bg. Customer alleged for the pump over delivery was not confirmed. The force sensor is within specification. Pump error 43 and 41 alarm confirmed in the pump history, problem isolated to the electronic assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.